Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a clinical study regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported on (B)(6) 2012 that due to a "problem with device" it was not deemed safe for the clinician to refill. This was under investigation at present. Actions taken and event status were unknown. No complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.